Manufacturer narrative:
The olympus technical assistance center (tac) worked with the customer over the phone to resolve the issue. The customer confirmed the main lamp was not an olympus lamp. Tac advised the issue could be caused by the main lamp, the lamp module, the clv-190 internal circuitry, or the communication at the back. The customer informed olympus that the device would not be returned and the facility would try to resolve the issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the device was not returned, a definitive could not be determined. Based on the results of the investigation, one of the following cases are likely: accidental failure of the mains lamp. Degraded mains lamp. The safety mechanism was activated because heat exhaust inside the device became impossible, such as when the cooling fan failed, dust accumulated inside the equipment, or when the ventilation holes were blocked for use. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that during maintenance a lamp error code (e102) was observed on the 190 tower. There was no patient involvement. No additional information was obtained.